Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during priming. The technical service representative was not able to assist in clearing the air bubble. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.